Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: the correct facility address should have been (B)(6)", rather than (B)(6) medical center .

Event description:
Related manufacturer reference number: 2017865-2024-01331, 2017865-2024-01333, 2017865-2024-01334. It was reported that the patient presented to the emergency room with an unspecified infection, lead erosion, lead vegetation and experiencing pain and wound drainage to the device site. The physician explanted the system ¿ implantable cardioverter defibrillator (ICD), chronic right ventricular (rv) lead, capped rv lead, right atrial lead and left ventricular lead. The patient was in stable condition throughout the procedure.